Manufacturer narrative:
The evaluation verified the device was overtorqued. This fault/damage is consistent with none or incorrect utilization of the ¿torque base¿. The DHR documentation and service history were reviewed and no anomalies that could be associated with the complaint incident were observed. The reported complaint was confirmed. The failure analysis investigation has concluded the cause of the handpiece failure was due to handpiece being over-torqued.

Event description:
A customer reported that a c2602 cusa excel 36khz straight handpiece was not working. The date of the event was not specified. There was no patient injury or death alleged. Additional information has been requested but no other clinical information has been provided.